Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped form 85% to 20% and the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem customer technical support (cts), the customer was instructed to plug the pump into a different wall adapter. The customer's blood glucose was 140 mg/dl. The customer declined follow up by cts to ensure the alert did not reoccur.